Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es device loads very slow and turning off by itself randomly. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient¿s workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had been loading sluggishly and then turned off automatically. A field service engineer (fse) was unable to replicate the reported issue, as the station logged in successfully within thirty seconds. All cables and connections were inspected, and synchronization status was verified. The network transfer rates were reviewed, showing very high receiving and moderate sending. The duplex settings were checked against previous service records and found set to auto-negotiate; this was corrected to 100 mbps half duplex. The both receiving and sending rates improved to moderate-to-high levels. The customer was advised to have site it assess the wall port and switch for overall health. There was no hardware repair was required, but the configuration change was implemented to ensure proper functionality. The system functioned as intended after the field service engineer resolved the issue of the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es device loads very slow and turning off by itself randomly. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient¿s workflow. There were no adverse events or injuries reported based on this event.